Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse determined on-site service was needed for the resolution of the reported issue. On-site service is currently pending.

Manufacturer narrative:
A remote service engineer (fse) determined on-site service was needed. A field service engineer (fse) then went onsite and replaced the front bezels with the navigation ring to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.